Event description:
After an electrosurgical procedure, the physician noted the pt had experienced a third degree burn underneath the dispersive electrode. It was placed around the upper biceps, as the pt had a bi-lateral hip replacement. One bicep experienced a 3rd degree burn which required a skin graft.